Manufacturer narrative:
One cadd legacy pump was returned for investigation in used condition. Some high-pressure alarm messages were evidenced in the event history log (ehl). The continuous beeping reported by the customer was not confirmed during functional testing. The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor was replaced as a preventative measure.

Event description:
It was reported that the cadd legacy pump was continuously beeping. No patient injury or complications were reported in relation to this event.